Event description:
Additional info received from MFR on 07/28/1998: MFR has contacted the rptr about the report as laerdal does not have a manikin named peggy preemie. Rptr apologized and informed MFR that they had made a mistake in identifying the MFR on their report. The peggy preemie is a simulaids product.